Event description:
Approx 1.5 days after the pump refill, the pt experienced increased spasms and itching. There were no audible alarms or volume discrepancies noted. The pt was admitted to the hospital the next day and was in the ICU for a few days. A catheter dye study was done; the catheter was found to be patent and at the correct vertebral level. A rotor study was done and was reported to be successful. The concentration and programming of the lioresal was confirmed to be correct. Four days after the refill, the pt was reported to be doing a little better and was on oral baclofen. It was noted that the pt had multiple sclerosis (ms), and that the symptoms could have been an exacerbation of her ms. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.